Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose level of 820 mg/dl with trace of ketones. Reportedly the pump was not delivering boluses as intended. The customer attempted to self-treat with a bolus via pump, but was treated intravenously with fluids of saline and insulin while hospitalized. Multiple attempts were made by tandem technical support to follow-up with the customer to confirm the reported issue, but no response was received.